Manufacturer narrative:
At the time the initial MDR report was issued the reported device was thought to be a unknown stryker reconstructive instrument. Additional device information received confirmed that the device is a stryker trauma kiel device registered under (B)(4). Investigation results: the reported event that kirschner wire ø2.0x285mm was alleged broken during surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on the currently available information, the root cause can be attributed to a user related issue. It was reported that the k-wire hit a device in the pelvis. Based on this it is likely that the k-wire broke upon hitting the device. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that surgeon was doing an orif of patient's left acetabulum. It was reported that the or tech handed the surgeon a smaller diameter k-wire during the case and upon case completion, upon x-ray, surgeon noticed a small fragment of the k-wire had sheared off and was left in the patient and had to be removed. Patient had to return to o.r. For k-wire fragment removal. Patient is said to have multiple plates and screws in their pelvis area and one of these devices is thought to have sheared the k-wire causing this event.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 16x150mm k- wire. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that surgeon was doing an orif of patient's left acetabulum. It was reported that the or tech handed the surgeon a smaller diameter k-wire during the case and upon case completion, upon x-ray, surgeon noticed a small fragment of the k-wire had sheared off and was left in the patient and had to be removed. Patient had to return to o.r. For k-wire fragment removal. Patient is said to have multiple plates and screws in their pelvis area and one of these devices is thought to have sheared the k-wire causing this event.